Event description:
Reporter alleged he was unable to obtain a result due to error messages on the aviva system, so he went to the hospital. Reporter stated, he was treated by the staff with insulin and aspirin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.